Event description:
It was reported the front cover is cracked. It was also reported the lens, not the lcd (liquid crystal display) is broken. The device was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the lcd (liquid crystal display) lens is cracked, the lower case is broken, and the battery contacts are compressed. (B)(4).